Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Following an inaccurate cgm reading, the patient experienced dizziness and subsequently lost consciousness (loc) in the bathroom for approximately 5¿10 minutes. No cgm or fingerstick blood glucose (fsbg) values or fall or injuries associated with the loc episode were documented. After regaining consciousness, the patient consumed gatorade in an attempt to increase blood glucose levels. At an unspecified point in the sequence of events, the cgm was reported to display ¿high,¿ and a blood glucose value of 400 mg/dl was obtained; however, the timing of this reading relative to the loss of consciousness is unclear. The patient subsequently removed the cgm sensor. No medical evaluation or treatment was sought following the event. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.